Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a blank display screen on their insulin pump. The patient's blood glucose level was 160 mg/dl at the time of the call. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer's insulin pump worked as designed after new batteries were inserted in the insulin pump.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap and no blank display during our testing. The insulin pump has normal operating currents, no damage was found on the lcd isolation tape noted and no battery out limit alarm during test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.